Event description:
It was reported that the expander would deflate every 2 to 3 days and the patient was forced to go back to the surgeons office every week. Once it was explanted, a device rupture was confirmed.

Manufacturer narrative:
After analyzing the report and unit received, it was found an implant rupture. The device sent back for investigation was further analyzed to determine the cause: visual microscope inspection showed trace marks in the shell consistent with those of a sharp instrument reproduced in our laboratory. This is distinct from the pattern resulting from a spontaneous tear in the shell of the implant. Elongation tests confirmed the shell complied with the international specification standards. There were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. The instructions for use in the directions for use were reviewed to determine if there are indications that ensure the product's prevention and good handling. For this event, it is considered that the information is suitable on the section of surgical precautions as follows: rupture/deflation tissue expander rupture/deflation occurs when the shell develops a tear or a hole. Rupture/deflation can occur at any time after implantation but increases in likelihood the longer the breast tissue expander is in place. The following may cause expanders to rupture/deflate: damage by surgical instruments, device stress and weakening during implantation, age and design of the device, placement, occurrence of post-operatory hematomas or seromas, folding or wrinkling of the expander¿s shell, trauma and severe capsular contracture. Expander deflation may occur if there is leakage of saline solution when inserting the needle out of the injection area during filling; another possible cause is a damaged breast tissue expander envelope. At establishment labs, we are committed to patient safety and continually evaluate the performance of our devices through post-market surveillance of reported complaints & adverse events.